Event description:
In 2008, the patient was implanted with gore tag thoracic endoprostheses for a thoracic aortic aneurysm that was expanding beyond the coverage of existing medtronic aortic extender cuffs. The devices were placed as planned. However, the iliac artery ruptured on withdrawal of the gore introducer sheath with silicone pinch valve. The physician did a retroperitoneal cut-down to occlude the rupture with two gore viabahn stent-grafts. The patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records is being conducted.